Event description:
It was reported that this was an arteriotomy closure of a mildly calcified right common femoral artery using a prostyle device after a diagnostic procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. When attempting to remove the device, resistance was noted indicating the footplate may not have retracted properly. The device was repositioned several times and raised and lower the lever controlling the footplate until the resistance on the device was released and the device was removed from the anatomy. The device was then inspected, and the footplate appeared damaged. Manual compression was held for 1 hour and was unsuccessful. A femostop device was applied for 4 hours to stop the bleeding. Patient discharge was delayed. Overnight admission was administered because of the bleeding from the enlarged arteriotomy due to the shifted footplate of the prostyle device. Patient was discharged the following day and returned to the hospital a week later for common femoral endarterectomy to repair dissection. User facility medwatch report received that states ¿no harm to patient. Perclose prostyle closure system failed inside patient vessel. Md inserted system and attempted to deploy closure device. Footplate on device did not engage and when operator attempted to remove the system, the footplate would not retract to get the device out. After multiple attempts at maneuvering the device within the vessel, it was freed and removed from the body.¿ no additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: medwatch report # (B)(4). H11: additional manufacturer narrative: revised.